Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. Insulin was resumed and the remaining bolus was delivered. The customer reported a blood glucose level of 167 (mg/dl). During troubleshooting with tandem technical support, the customer declined to remove their site noting that it was changed the day prior.